Event description:
My (B)(6) y/o daughter is a type 1 diabetic. She has an omnipod insulin pump (no complaints with pump) and a dexcom g6 cgm. Ever since switching over from the dexcom g5 to the g6 we have had multiple failure, inaccurate numbers and diabetic emergencies. The cgm reads 150 to 200 off what her real blood sugar is reading. I have multiple complaints to dexcom and their only response is to issue replacements for the failed sensors and transmitters. This g6 cgm has recently been "looped" with the t:slim pump. This is terrifying that such an inaccurate device is making dosing decisions with insulin. Someone is going to die. If I made dosing decisions based off the dexcom this past month my daughter would be dead. That's how serious this is. FDA safety report ID# (B)(4).